Event description:
Baxter (B)(4) received a report of a folfusor that leaked during patient therapy. The patient returned with the device to find that the housing had cracked and the content leaked. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. No malfunctions were observed. Should additional relevant information become available, a supplemental report will be submitted.